Event description:
It was reported to philips that the image store was full, causing fluro and cine to stop functioning on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare parts and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).